Event description:
It was reported that after using the device, blisters appeared on the lower leg of the patient. Further information has not been provided.

Manufacturer narrative:
It was reported that blisters appeared on the leg after use. Communication with a clinical science liaison identified that this was most likely a pressure injury caused in part by the patient's congestion edema. It was identified that the patient/blanket interface pressure being too high was not due to a defect with the wrap itself, and was most likely attributed to use error and the patient's medical condition. This issue was resolved for the customer by connecting the customer with clinical staff to provide feedback on device use. Device not returned.

Event description:
It was reported that after using the device, blisters appeared on the lower leg of the patient. Further information has not been provided.